Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73d2000272 was manufactured on 04/14/2020 a total of (B)(4) pieces. Lot was released on 04/23/2020. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. One loose clip was also returned. The clip and cartridge were both visually examined with and without magnification. Visual examination revealed that the loose clip was returned broken in half at the hinge and with its pierced bosses broken. The cartridge was returned with no clips remaining. Multiple scrape marks were observed on the cartridge. The observed damages to the broken clip and the cartridge are indicative of improper loading technique or that damaged or misaligned appliers were used on the clips. The applier was not returned. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. Corrected data:

Event description:
A clip got broken at loading during a surgery. Therefore, a new cartridge was opened to complete the procedure.

Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number provided is not a valid number. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip got broken at loading during a surgery. Therefore, a new cartridge was opened to complete the procedure.